Event description:
The customer's pump reset because the customer allowed the pump's battery to completely deplete. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.